Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: placement of the trocars was very difficult. When removing they noticed the tip was "crooked". Afterwards they cleansed the trocar (before putting it on the desk), here the tip broke. No clinical impact to patient. Intervention: replacement. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Based on the condition of the returned unit, it is possible that the fractured obturator was caused by an excessive force or material abnormality. It is also possible that the obturator fractured due to handling after the procedure or material degradation from extended lipid exposure. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: placement of the trocars was very difficult. When removing they noticed the tip was "crooked". Afterwards they cleansed the trocar (before putting it on the desk), here the tip broke. No clinical impact to patient. Intervention: replacement. Patient status: no patient injury or illness was reported.